Manufacturer narrative:
Upon receipt, the device did not pass the stored electrogram and sensitivity tests which are part of the returned products test. The device casing was then inspected and no apparent dents or damage was noted. Microscopic visual inspection of the device header showed no irregularities. The device casing was then opened and the electrical components were examined. Damage to one of the circuits was observed. Laboratory analysis concluded this device paced and would have provided critical therapy, however the device would not sense correctly.

Event description:
Guidant, now boston scientific received information that one day post implant, pacing spikes were reported to be all over the place. The caller suspected the patient had a junctional rhythm. Lead diagnostics were normal. Strips were faxed in for technical services (ts) review. Ts states the strips show undersensing with a rate that is competing with the patient's intrinsic rhythm. The caller increased the device's lower rate limit (lrl and shortened the av delay and this resolved the issue. Seven years later the device was explanted for normal battery depletion and returned with no additional field allegations.